Manufacturer narrative:
Concomitant medical products: 4568-45 lead, implanted: (B)(6) 2002, 37711 pain stim ipg, implanted: (B)(6) 2006, medtronic neuro lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a steady rise in capture threshold as well as intermittent high threshold alerts occurring. It was noted that previous to the patient¿s gen change, approximately four months ago, there had been no issues of this nature. From discussion with the company technical services the lead will continue to be monitored closely. The rv lead remains in use. No patient complications have been reported as a result of this event.